Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported products. The pre-op diagnosis was mentioned as congenital scoliosis. The procedure or technique performed was posterior fusion. It was reported that, when an attempt was made to loosen the mrc set screw used during the last time operation, the tip of the reported product broke. Later, obturator was used to remove the screw but the tip of obturator bent. There was a delay of less than 60minutes reported as a result of both the products malfunction. The reported event was happened during revision surgery. It is a two stage surgery for congenital scoliosis. Last time it was l3-5 posterior fusion, this time posterior fusion at t3-t12 and rod connect were performed. There were no symptoms to patient or physician were reported. There were no broken fragments of instrument remains in patient. The levels implanted were t3-t12. No further complications reported regarding the event.

Manufacturer narrative:
Product analysis # (B)(4), lot#: pr15k029 visual and optical examination revealed the driver's tip has been twisted and the torx edges have been deformed/stripped. The metal deformation to the tip gives indication that the failure/damage was the result of torsional overload. Gch item # 10 feature or dimension: hardness specification location: 8350322 note 3 measurement method: wilson hardness tester gage# 00944 tech. & date: dh 21 june 2022. Measurement results: 48 hrc pass / fail pass. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: product analysis of part#: 8350322, lot#: pr15k029. Analysis summary: visual and optical examination revealed the driver's tip has been twisted and the torx edges have been deformed/stripped. The metal deformation to the tip gives indication that the failure/damage was the result of torsional overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: d4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.